Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level ranged from 135 to 147 mg/dl, however, during one occurrence the customer declined to test their bg. Reportedly, the customer would continue to test their blood glucose level until the replacement pump was received.